Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the connected verathon glidescope monitor went "black." The connected verathon glidescope single-use video laryngoscope was replaced, and the connected verathon monitor was turned off and on. The image was able to reappear intermittently when the cable was manipulated. The customer suspected the reported intermittent image was due to the glidescope spectrum smart cable only. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 the glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the smart cable and confirmed the reported image issue. When connecting the glidescope spectrum smart cable to known, good, test, verathon equipment, the smart cable produced an intermittent connection. The verathon technical service representative confirmed there was damage found near the middle of the smart cable. The camera image quality test was performed and failed for the glidescope spectrum smart cable. Upon completion of the evaluation the customer was notified that their smart cable would need to be replaced as there are currently no repairs available for the device. The reported glidescope spectrum smart cable was returned back to the customer as-is upon the customer's request. Corrective action is not required at this time. Verathon will continue to monitor for trends.